Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that following the procedure, the fiber was found stuck in the fiber port and fractured at the port opening. It is believed that the fiber may have broken during removal. The procedure was completed using the same device, and no patient complications were reported.

Event description:
It was reported that following the procedure, the fiber was found stuck in the fiber port and fractured at the port opening. It is believed that the fiber may have broken during removal. The procedure was completed using the same device, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.